Event description:
This case was initially received via regulatory authority (B)(6) on 31-oct-2017. This spontaneous case was reported by a consumer and describes the occurrence of back pain ("lumbar pain"), internal injury ("risky and painful surgery with some organs amputations"), malaise ("malaise at work, requiring firemen intervention and transfer to hospital") and the first episode of procedural pain ("painful surgery / incapacity to relieve my pain at the time of the hospitalization following the removal") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included drug intolerance (did not bear the morphine). On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria hospitalization and intervention required), internal injury (seriousness criteria hospitalization and medically significant), malaise (seriousness criterion hospitalization), the first episode of procedural pain (seriousness criterion medically significant), abdominal distension ("swollen belly"), the second episode of procedural pain ("painful hysterosalpingography"), headache ("violent headaches"), dizziness ("dizziness"), pain in extremity ("pain in legs"), formication ("formication in limbs"), myalgia ("muscular pain"), dyspnoea ("breathlessness"), palpitations ("cardiac palpitation"), weight increased ("weight gain"), amnesia ("memory loss"), disturbance in attention ("concentration disorder"), breast swelling ("swollen breast"), breast pain ("painful breast"), breast discomfort ("hot breast"), thyroid disorder ("thyroid disorder with peak and drop"), the first episode of fatigue ("important fatigue at the beginning") and the second episode of fatigue ("total exhaustion with incapacity to climb on first floor"). The patient was treated with morphine and surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the back pain, internal injury, malaise, the last episode of procedural pain, headache, dizziness, pain in extremity, formication, myalgia, dyspnoea, palpitations, weight increased, amnesia, disturbance in attention, breast swelling, breast pain, breast discomfort, thyroid disorder and the last episode of fatigue outcome was unknown. The reporter considered abdominal distension, amnesia, back pain, breast discomfort, breast pain, breast swelling, disturbance in attention, dizziness, dyspnoea, formication, headache, internal injury, malaise, myalgia, pain in extremity, palpitations, thyroid disorder, weight increased, the first episode of fatigue, the first episode of procedural pain, the second episode of fatigue and the second episode of procedural pain to be related to essure. The reporter commented: she experienced malaise at work, requiring firemen intervention and transfer to hospital and sick leave. Familial life was reorganized as she was not able to take care of her children. Risky and painful surgery with resulted in some organs amputations. Diagnostic results: consultations with general practitioner, endocrinologist and allergist for allergic test were done. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 01-nov-2017 for the following meddra pts: back pain: n° 397 cases (excluding this case). Internal injury: n° 1 case (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Further company follow-up with the consumer or regulatory authority is not possible. Incident. No lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.